Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level because the reason for high blood glucose level was that the cannula of infusion set was bent. The customer performed vibrate test and insulin pump vibrated during the test. The device will not be returned for analysis.